Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory observed noise on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, approximately one day post implantable pulse generator (ipg) changeout, both the right atrial (ra) lead and right ventricular (rv) lead exhibited oversensing and noise and the insulation layers of the leads were damaged at similar locations, exhibiting mirror image noise. It was further reported that the implantable pulse generator (ipg) exhibited dual electrograms. The ra lead was reprogrammed and remains in use. Both the ipg and rv lead remain in use. No patient complications have been reported as a result of this event. It was further reported that the ra lead and rv lead over-sensing would lead to inhibition of pacing. It was further reported that the rv lead exhibited short v-v intervals and noise. The ra lead exhibited noise. It was further reported that the ipg may have exhibited set screw failure.